Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurements, measuring greater than 2000 ohms. Noise oversensing was also noted in the ra channel. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).